Manufacturer narrative:
Product event summary:the device was returned and analyzed and no anomalies were found. The analyst commented that microscope inspection shows the rv setscrew was sideways/disengaged in the bore. Removal of the grommet showed the setscrew socket was rounded out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a replacement implantable cardioverter defibrillator (ICD) procedure the physician had a problem connecting the existing high voltage lead to the new ICD's connector. The new ICD was not implanted and another device was used. No patient complications have been reported as a result of this event.